Event description:
The patient reported that they didn't feel stimulation. Therapy was not on. The patient was instructed to turn stimulation on and the issue was resolved. The patient was feeling stimulation. It was noted that the patient was not voiding. This had occurred in (B)(6) 2016. Additional information received from the consumer reported that the stimulator had been turned off and then was turned on during the previous troubleshooting. Stimulation was reported to have zapped him. The patient felt tired and couldn't do anything. His body felt drained and he couldn't move. He had not tried turning stimulation down or off to see if that relieved the symptoms of tiredness. He had been sleepy since turning it back on. The patient was redirected to his healthcare provider (hcp) to address this. Additional information received from the patient reported again that he had been weak and his urine had been darker for about the past 3 weeks. The patient was redirected to his hcp again. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported he was no longer experiencing symptom relief and had to catheterize again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.